Manufacturer narrative:
Qn# (B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a hemicolectomy, clip slippage occurred.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The clip was able to properly load into the jaws of the applier. An attempt was made to apply the clip onto over-stressed surgical tubing, but the clip was unable to close since the jaws were misaligned. This was repeated with the same result. The bottom jaw appears to be bent. The device was disassembled in order to inspect the internal components. Upon disassembly, it was confirmed that the bottom jaw was bent. No other damages were observed. The sample was returned with 10 clips remaining in the channel indicating that 5 clips were fired by the end user. The damage to the jaw prevented the clips from closing since the jaws were misaligned. However, it could not be determined what caused the jaw to bend. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips slipped" was confirmed based upon the sample received. Upon functional inspection, it was found that the bottom jaw was bent which caused the jaws to be misaligned and prevented the clips from closing. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Based upon the observed damage, operational context caused or contributed to this event.

Event description:
It was reported that during a hemicolectomy, clip slippage occurred.